Event description:
Customer reported testing with a freestyle meter, getting a result of 107 mg/dl. Customer was experiencing symptoms of hypoglycemia. The paramedics had to be called. The paramedics took a lab test with an unknown brand meter, getting a result of 20 mg/dl. Paramedics administered intravenous treatment.